Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: the customer reported an unspecified issue with the abbott diabetes care (adc) device. The customer is using an instinct sensor and attempted to contact the minimed/medtronic helpline for assistance. The customer was on put on hold for five hours for assistance and is frantic due to a crisis that may occur while they are on hold. If the customer contacts adc customer service, a follow-up will be submitted if more information is obtained. There was no patient consequences or third-party treatment reported. Based on the information available, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.